Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed and upon power up, the ok, stop and up/down arrows illuminated, however; the front panel touch screen remained very dim. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Upon opening the cassette door, there were indications of dried fluid on the cassette membrane and underneath the pump assembly. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cause of the observed fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went half bright and half dim during their peritoneal dialysis (pd) treatment. The power cord was secured. Cycler plugged directly into a three prong outlet. Disconnecting from outlet and reconnecting did not resolve the issue. Rebooting cycler also did not resolve the issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow it was confirmed the patient completed treatment and that no medical intervention was required or adverse events experienced. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, there was evidence of an internal short which was identified on the transformer on the inverter board.

Manufacturer narrative:
The date received by manufacturer was inadvertently submitted as 5/15/2019 in the initial MDR, however the correct date of the initial MDR is 6/19/2019.